Event description:
It was reported by the user facility that the pt's liberty cycler generated multiple "unk" alarms during his treatment. The pt subsequently became non-complaint with performing his peritoneal dialysis for one week, despite being advised by his dialysis nurse to continue. Consequently, he developed hypervolemia, with an excess fluid volume greater than 1 kg. The pt had been asymptomatic except for some swelling in his legs. He was hospitalized for two days (released (B)(6) 2013) and is reported to be doing well. Sample is available for return.

Manufacturer narrative:
A serious injury has not been alleged against the cycler machine. The physician does not believe a product malfunction has taken place however requested a replacement. Due to the physician statement we cannot rule out the devices contribution to the pt's therapy. Medical records have been requested but not yet received. The sample was stated to be available for eval; however, it has not been returned to the MFR to date. A plant investigation is pending and a supplemental report will be submitted upon completion.